Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device of this incident, it was found that the syncing issue was caused by the network being offline. A technical support specialist (tss) attempted to remote in, but the station showed offline. The tss checked the last sync date in myqlink. The tss confirmed that it (information technology) team installed a new machine. The user mentioned that it was already aware of the issue and installing the new server. Tss advised the user that it needed to restore network connectivity before further troubleshooting. The user later confirmed the issue was resolved and agreed to close the case. The system functioned as intended after the technical support specialist and it team investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux, the device had sync issues and an offline network condition that affected other sites. The customer reported that the cr machine and the tower were not communicating and that the system was not syncing properly, which affected functionality at multiple sites. The customer also stated that purchase orders were not generated and low medication alerts were not sent to the cr for that location. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.